Manufacturer narrative:
Additional information: g3, h3, h6 -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, incorrect assembly, and improper alignment of the device during insertion. Damage on both the reamer and the sleeve for any visible debris, wear, or damage that could cause jamming.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/30/2025, an arthrex employee reported via (B)(4) that (qty. 2) ar-9675t-s augmented small locking reamers froze up within the orientation sleeve. They were discovered during a case with no patient harm.